Event description:
It was reported that the pump displayed alert 38 indicating a motor stall, with multiple restarts attempted and the alert occurring during meal insulin delivery; a dry run of 100 units completed successfully, a supply change was completed without issue, and a subsequent meal bolus proceeded without an alert. Symptoms included no reported adverse clinical effects. Outcomes included no clinical impact requiring medical intervention. Investigation included telephone troubleshooting and user education, including a dry run and supply change to assess delivery function. Investigation of this case revealed that the device was able to deliver insulin during testing and after supply replacement, suggesting a transient stalled motor condition during meal delivery consistent with a motor stall alarm. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the inability to reproduce the stall after troubleshooting. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.